Event description:
This case was initially received via regulatory authority ((B)(6) - health authorities in france, reference number:(B)(4)) on 24-sep-2018. The most recent information was received on 02-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of pain ("diffused pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion medically significant), adverse event ("adverse events"), asthenia ("asthenia") and dizziness ("dizziness"). At the time of the report, the pain, adverse event, asthenia and dizziness outcome was unknown. The reporter provided no causality assessment for adverse event, asthenia, dizziness and pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.